Event description:
N/a.

Manufacturer narrative:
After further review, it was determined that there was no product allegation with the balloon catheter and the complaint was created in error. Hence, no follow up report is necessary.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the getinge fst that during inspection the intra-aortic balloon (iab) had blood contamination. There was no patient involved reported.